Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor therapy. It was reported that they were having a return of symptom. Patient stated that in the middle of march they had a multi level surgery and fusion performed. Caller stated it was a 2 day operation witheach surgery lasting 6 hours. Caller added that they are now back to recovery from the surgery and have been having bowel issues, tremendous urgency, and what they would consider constipation, but not diarrhea. Caller noted that they have also been having problems with their bowel movements. Caller noted that things started to change probably by the end of march. Patient mentioned that they have talked to a manufacturing representative (rep) and were told to call patient services. Caller turned the stimulation down and called because they were wondering if the surgery could have affected their therapy. Agent offered to assist patient in adjusting therapy settings. Patient declined and said they would do it on their own. Agent reviewed that the stimulation should be comfortable and at the bike seat area. Agent also reviewed monitoring symptoms after making an adjustment. Agent redirected the patient to their healthcare provider to further add ress the medical question.